Manufacturer narrative:
The provider replaced the left armrest assembly. The device is working properly. Provider repaired.

Event description:
Consumer was allegedly playing basketball and the ball got wedged under the foot platform, lifted up the chair and dumped it on its side.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer was allegedly playing basketball and the ball got wedged under the foot platform, lifted up the chair and dumped it on its side.